Manufacturer narrative:
Area permobil representative was contacted by end-user's service provider requesting he inspect the device due to the report of continued drive. When the representative arrived to the end-user's home, he was informed of the alleged incident that occurred previously. End-user indicated he was entering his modified transport van via the incorporated ramp from the passenger side of the vehicle. End-user reported having entered the van and when attempting to stop the device, it continued to drive through the vehicle and out the other side as the opposing side door of the van on the driver's side was open. End-user stated the chair dropped forward when exiting due to no ramp being in place on the driver's side. When the device dropped, reports are the footplates of the device hit the ground. End-user reports having suffered a broken toe on his left foot because of the impact. The end-user's device is set up with a head array alternative drive control. The head array operates via proximity switches located in pads located on the headrest. When representative was on the scene, a full visual inspection was performed on the device and head array system. A full operational test was performed with the end-user with no deviations being noted. Reports are the device was fully functional and operated as per design. The representative made note that the end-user is known to have frequent spasms related to his pre-existing injury. It is being speculated that the end-user inadvertently engaged the proximity switch for forward drive when inside the van which caused the chair to continue to drive. All testing performed on site had the device operating normally with proximity switches opening and closing correctly. Under the representative's recommendation, the current head array system on the device should be replaced by the service provider to a different type of control that incorporates a mechanical switch to help prevent unintentional commands being given. The DHR was reviewed and the device met specification prior to distribution.

Event description:
Received report claiming while end-user was entering a mobility transport vehicle, the device allegedly continued to drive through the vehicle and out the other side of the vehicle as the opposing door was open. Reports are the device drove out of the vehicle door that did not have a ramp installed, resulting in an injury to the end-user's foot when making contact with the ground.